Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user informed that she does have nystatin powder from physician. The end user was advised on how to use and crust with barrier wipes. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
End user reports she has had peristomal irritation all around stoma. She further reports that she has had it for six weeks.